Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the reported incident does not indicate a system failure or malfunction and no non-conformity was identified. The root cause was determined to be user error. Generally, the magnetom espree can produce acoustic noise levels higher than 99db(a). This is the maximum noise level at the patient's ear defined in the mr safety standard iec 60601-2-33. For safety reasons, appropriate hearing protection needs to be provided to the patient. The magnetom operator manual* and the magnetom system owner manual** provide instructions and warnings regarding noise levels and the respective hearing protection required (section "hearing protection data"). Ear plugs with a noise attenuation coefficient equal or greater than the required hearing protection are considered suitable hearing protection. The required level of hearing protection can be found in the system owner manual of each mr system. The headphones provided by siemens mr are not classified as hearing protectors. Their primary use is to provide a channel of communication between the mr operator and the patient. The headphones may be used to provide additional noise attenuation for increased patient comfort, to enable listening to music, etc. Using both earplugs and headphones does not hinder communication with the patient. The volume level on the patient intercom should be increased to medium or high to ensure clear communication. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized. Magnetom espree. Operator manual - mr system, syngo mr b19. Order no. M6-01001.621.06.01.24. See page a.2-19 and a.2-20. System owner manual magnetom espree. Print no. M6-01002.629.06.01.02. See page a.1-11.

Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The magnetom operator manual and the magnetom system owner manual provide instructions and warnings regarding noise levels and the respective hearing protection required (section "hearing protection data"). When these safety precautions are followed, a death or serious injury is unlikely.

Event description:
It was reported to siemens that an adverse event occurred following the use of the magnetom espree system. A patient complained of a headache and ringing in the ears after an mr study on (B)(6) 2018. At the beginning of the examination only head phones were placed on the patients ears. During examination the patient was screaming and kicking with his feet as he was experiencing discomfort and the squeeze ball for help was not handed over from the operator. The patient asked for ear plugs which were not applied at the beginning of the examination. On (B)(6) 2019 siemens received information from the patient's advocate that the patient was still experiencing tinnitus.